Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunctions centrifuge bowl leak/break and drive tube leak/break. Since these reportable malfunctions are only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f357 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f357 for the reported issue shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break, drive tube leak/break, and alarm #7: blood leak (centrifuge chamber). No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4)

Event description:
The customer called to report a centrifuge bowl break and drive tube break during the treatment procedure. The customer stated they received an alarm #7: blood leak (centrifuge chamber) at the time of the break. The customer stated approximately 103 ml of whole blood was processed when the break occurred. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer will not be returning the product for investigation.